Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, both clips were attempted to be deployed; however, the clips failed to release from the catheter. Reportedly, the first clip released from the catheter after it detached from the mucosa. The procedure was completed using another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.